Event description:
It was reported that the user experienced recent low blood glucose events while using the ilet bionic pancreas, with cgm target set lower than intended and dinner meals frequently announced as ¿less than¿ per prior clinical guidance; charts were uploaded, and troubleshooting and education on proper cgm target setting and correct meal announcement protocols were provided. Symptoms included hypoglycemia. Outcomes included use of oral glucose for treatment. Investigation included review of uploaded device data and user education on configuration and usage. Investigation of this case revealed user-selected cgm target lower than usual and meal announcement practices inconsistent with recommended protocols, which can contribute to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.